Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient was being treated for a 6 cm thoracic aortic aneurysm with gore tag thoracic endoprostheses. The physician reportedly met some resistance when advancing a gore dryseal sheath. It was reported there was no calcification or tortuosity in the iliac artery to contribute to the difficulty advancing, and the patient's anatomy was within the gore tag instructions for use. The physician pushed past the resistance and was able to advance the sheath into position to deploy the gore tag devices with no issue. Upon removal of the sheath, the patient's iliac artery ruptured. The patient lost 1500 cc of blood and received a blood transfusion. A gore viabahn endoprosthesis was implanted across the rupture, and completion angiography showed no evidence of endoleak with successful exclusion of the aneurysm. The patient tolerated the procedure.